Event description:
It was reported that the patient presented in the clinic. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited high capture threshold and the chest x-ray confirmed that the helix of the right ventricular (rv) lead was retracted. During the procedure, after opening the pocket, it was observed that both leads were repeatedly twisted upon themselves due to twiddler's. The helix of the rv lead was extended; the ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.